Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide (supplement for solo home hemodialysis) states that all treatments must be administered under physician's prescription, and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. A trained and qualified patient may dialyze alone, provided the patient and his or her physician agree that solo home hemodialysis is appropriate. The user guide warns that certain risks associated with hemodialysis treatment, including death, may increase when therapy is performed without a care partner. UDI: (B)(4).

Event description:
A report was received on 02 sep 2020 from the home therapy nurse (htn) of a (B)(6) year old male patient, approved for performing solo home hemodialysis treatments and with a medical history of hypertension, anemia and end stage renal disease, who stated the patient did not feel well prior to hemodialysis therapy and was found expired in the evening (nos) after hemodialysis on (B)(6) 2020. Additional information was received on 09 sep 2020 from the htn who stated the treatment logs revealed the patient treated for approximately three and a half hours on (B)(6) 2020, and was found expired and still connected to the device. Per the htn the cause of death was natural causes.